Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019, 407658, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s high voltage right ventricular (rv) lead exhibited high rv coil and superior vena cava (svc) coil impedance. The alerts were programmed off, and the patient will be monitored closely. The rv lead remains in use. No patient complications have been reported as a result of this event.